Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left circumflex coronary artery with moderate tortuosity, heavy calcification and 95% stenosis. Following pre-dilatation with three unspecified balloon dilatation catheters, a 3.0x38 mm xience prime stent was deployed to treat the lesion. Post deployment an edge dissection was noted and an additional xience prime stent was deployed to successfully treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.